Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the np was having issues every time they tried to program the patient. The caller stated that the healthcare provider claimed that every time when they changed an electrode combination the ins would turn off. That happened when she was increasing in current, it would also turn the system off. When copying settings from left to right brain the scroll wheel for the current turned orange. The caller did not know how the user was copying the settings from one program to another. The caller stated that the patient had high pulse width values 130 and 150. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that they met with the provider and were able to recreate the issues and record them.